Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
When performing simplicity ablation, the first ablation in the sequence was completed without issue, but the second bipolar ablation and the three monopolar ablations were not able to be completed as an unknown error message quickly displayed and then the generator turned off. There was no issue in completing the monopolar ablations using other rf probes, but only the simplicity lesion. The probe and simplicity adapters were replaced and the generator was restarted but the issue persisted. No impedance issues were noted, and proper grounding pad placement was verified. The procedure was aborted after only one bipolar lesion was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appeared to have no physical damage. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) in simplicity were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as the issue reported was not reproducible during the functional testing.